Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient lost effective stimulation after suffering a fall in (B)(6) 2016. Lead diagnostics found 3 of 4 contacts, on 3146 lead at t5 (sn (B)(4)), had high impedance readings. The patient underwent surgical intervention where the thoracic leads and extension were replaced with new ones. The issue is now resolved.